Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: while ventilating a patient in neonatal psimv+ mode the device alarmed for "exhalation obstructed". There was no occlusion observed. A new breathing circuit was used, including a new expiratory valve set but the problem persisted. When the staff used the same breathing circuit on another functional hamilton-t1 ventilator device, no alarm was triggered. The staff claimed that the fault was only present when a patient was connected but not when testing with test lung. - there is need for medical intervention reported. An alternative ventilation method was applied without further specifying this. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: while ventilating a patient in neonatal psimv+ mode the device alarmed for "exhalation obstructed". There was no occlusion observed. A new breathing circuit was used, including a new expiratory valve set but the problem persisted. When the staff used the same breathing circuit on another functional hamilton-t1 ventilator device, no alarm was triggered. The staff claimed that the fault was only present when a patient was connected but not when testing with test lung. There is need for medical intervention reported. An alternative ventilation method was applied without further specifying this. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.